Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, foreign objects were found on the scope bending section cover and the scope distal end cover was found burnt. However, component analysis of the foreign material could not be identified. The root cause could not be identified. Based on the results of the investigation, it was presumed from the provided information that foreign material remained in the device and the device was returned to olympus without reprocessing at the user facility. In addition, the investigation reported that the burn distal end cover occurred due to the use of high-frequency treatment instruments without maintaining a sufficient distance from the tip of the device. According to the investigation, the reported issue is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Gif-1th190 operation manual:chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope gif-1th190 operation manual:chapter 4 operation:4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on the scope bending section cover and the scope distal end cover was found burnt. There was no patient involvement.